Event description:
It was reported that the ilet pump experienced multiple restarts and displayed "alert 41", indicating an insulin absolute range error, and a replacement device was shipped. Symptoms included no reported adverse clinical effects, and blood glucose was reported in range. Outcomes included device interruption that necessitated replacement. Investigation included a review of device logs if available and customer interview regarding the event, device handling, and shutdown steps. Investigation of this case revealed a device alert consistent with an insulin delivery absolute range error. It was concluded that, based on previously established findings for similar reports, the device malfunctioned and replacement was warranted.